Event description:
Initially, the patient reported that since her pump and catheter were replaced, she had experienced a severe headache, nausea, and an elevated white blood cell count (wbc). She was currently at home and described her condition as "fair". She also reported the following: her pump contained morphine and bupivacaine; the hcp had taken spinal fluid above the catheter and the results were normal; and she had seen her neurologist the day before and nothing was found. The patient was encouraged to contact her hcp. Thirteen days later, the patient reported that she had nausea and headaches, more constant than intermittent and that she had been hospitalized 3 times. She stated that the hcps had done a brain scan and spinal tap that had all came back negative. The pump pocket site was more swollen and fluid had leaked through the dressing. She said the hcp had obtained some sample for culture, but the patient didn't think the site looked infected nor did she have a fever, but her wbc was increased. She stated she had not heard the result of the fluid culture yet. She reported that originally they had filled her pump with morphine with a different flow rate for the first 5 days after replacement. Then on 12/11/2007, she asked the hcp to put the original medications, morphine and bupivacaine, at the same flow rate before the replacement. She stated that since they had switched her back to her original medications, morphine and bupivacaine and the same flow rate, her nausea and headache was getting better; however, she had been bedridden for 3 weeks. She also included that the pump had relieved her back pain. The patient was again encouraged to follow up with her hcp. Additional information has been requested from the hcp.

Manufacturer narrative:
.